Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway. Medical device expiration date: 05/2021.

Event description:
It was reported that post catheter placement, the patient allegedly experienced drainage of blood / hemorrhaging. It was further reported that an examination indicated leaks at the connection of the catheter. Reportedly, the catheter was replaced. The patient is reported to be in good condition.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for a partial separation between the bifurcation and extension and for a leak at the separation, as partial separation and leak was noted from the provided photo. A definitive root cause could not be determined, labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement, the patient allegedly experienced drainage of blood / hemorrhaging. It was further reported that an examination indicated leaks at the connection of the catheter. Reportedly, the catheter was replaced. The patient is reported to be in good condition.